Event description:
Rv capture trends have been variable. First lead warning appears to be from (B)(6) 2018 for low rv impedance of less than 100 ohms. With l.7mil low impedance measurements since according to remote from (B)(6) 2022. It appears that rv auto capture trends show some variability in capture trends. In clinic testing measured rv capture threshold of lv@0.4 ms. Voltages set to 2v@0.4ms. Physician requesting to see egms for stored vhr events for evidence of ventricular noise. Egm storage is set to aegm. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).